Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering during bolus which caused high blood glucose. Customer's blood glucose was unknown. Customer was hospitalized from (B)(6) 2015. Customer was hospitalized due to gastroparesis. Customer had symptoms of vomiting. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to continue phone call due to phone battery dying. Customer will call back regarding insulin pump upgrade.